Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing low blood glucose levels. Customer reported a blood glucose level of 22 mg/dl. The customer also stated that the insulin pump had no delivery alarms. Low blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.